Event description:
It was reported a balloon ruptured on the first inflation during a percutaneous transluminal angioplasty procedure of a shunt. Another balloon catheter was used to successfully complete the procedure without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. The co's follow up indicated this balloon was inflated without the use of a pressure gauge which may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."